Event description:
The instruments were used during a laparoscopic bladder neck suspension. It was reported the trocars were leaking around the rubber seal. Two additional trocars were pulled to complete the case. Both trocars were thrown away after the case. There was no consequence to the patient.